Event description:
Philips received a complaint on an philips hemo system with intellivue x3 indicating that a message on x3 module says the speaker is defective. The speaker does not produce sound. The device was in clinical use at time of event, no adverse event was reported.

Manufacturer narrative:
D4: UDI and serial number not known at time of report. If made known, a supplemental report will be sent. E1: (B)(6). Analysis and testing was performed by the remote service engineer who confirmed the error that the speaker is defective is permanently displayed on the x3 module. The field service engineer (fse) was sent onsite to check the device and replaced any parts if necessary. The fse cleaned the device, however the cleaning did not bring any improvement. A speaker needs to be replaced. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem due to a speaker is defective. The issue was resolved by replacing the loudspeaker assembly. The speaker was tested and operating per specification.